Event description:
During an aneurysm treatment on the cios alpha system the fluoroscopy (slc) application crashed. The customer tried to restart the system but the unit would not reboot. The old system that was replaced by cios alpha was still present at the facility. The old unit was brought back to the operating room and the surgeon was able to complete the procedure without any consequences to the patient. The reported event occurred in the netherlands.

Manufacturer narrative:
Local service engineer was dispatched to the site to check the unit. A software installation was performed and the unit is currently working according to specifications. Additional information regarding performed treatment and workflow, log files and crash dumps have been requested. The reported issue is under investigation and a supplemental report will be submitted once additional information has been received. Customer's address: (B)(6). This report was submitted february 25, 2015.

Manufacturer narrative:
The investigation of the reported event was completed by our factory experts. The investigation of the fluoroscopy pc showed that the hard disk has a low performance regarding response times. This lack of hdd performance is caused by the hdd`s memory cache or hdd controller. The spare part consumption of the fluoroscopy pc s1 f celsius w520 basic has been checked. The consumption shows low values and no systematic issue could be determined. Therefore this issue is regarded as single hardware failure. Since the flc pc was already replaced at the concerned customer site and no further problems have been reported so far.